Event description:
The customer complained of a suspected positive biological indicator. The load was not recalled and the instrument in the loads of the event were used on pts. No incidents have been reported.